Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), headache ("headaches"), fatigue ("fatigue") and dysmenorrhoea ("painful menstrual cycles"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, back pain, headache, fatigue and dysmenorrhoea outcome was unknown. The reporter considered back pain, dysmenorrhoea, fatigue, headache and pelvic pain to be related to essure. The reporter commented: the surgery was much more severe than what would have been required of a tubal ligation. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device pelvis") and pelvic pain ("chronic pelvic pain / pain / constant severe pelvic pain") in a (B)(6) year-old female patient who had essure (batch no. A96185) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's past medical history included multigravida, parity 4 ((B)(6) 2007, (B)(6) 2009 , (B)(6) 2010 , (B)(6) 2013), gestational diabetes, preterm labor, miscarriage, dysthymic disorder, migraine, uterine dilation and curettage and endometriosis. Concurrent conditions included overweight, allergic reaction to antibiotics, allergic reaction to antibiotics and penicillin allergy. Concomitant products included oral contraceptive nos since 2013. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced headache ("headaches"), dysmenorrhoea ("painful menstrual cycles / dysmenorrhea (cramping)"), migraine ("constant unless standing migraines"), nausea ("nausea") and abdominal distension ("extreme bloating"). In 2015, the patient experienced vitreous floaters ("floaters"). In (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain lower. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain / constant severe back pain") and fatigue ("fatigue / fatigue"). The patient was treated with surgery (vaginal hysterectomy with bilateral salpingectomy) and surgery (laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, back pain, headache, fatigue, dysmenorrhoea, migraine, nausea and vitreous floaters outcome was unknown and the pelvic pain and abdominal distension had resolved. The reporter considered abdominal distension, back pain, device dislocation, dysmenorrhoea, fatigue, headache, migraine, nausea, pelvic pain and vitreous floaters to be related to essure. The reporter commented: the surgery was much more severe than what would have been required of a tubal ligation. Current weight: (B)(6) lbs mr- about 3 coils were protruding from each ostia diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.6 kg/sqm. (B)(6) 2016: surgical pathology report : gross: the specimen, identified with the patient's name and"uterus and bilateral fallopian tubes", consists of a 110 g uterus with attached bilateral fallopian tubes. The uterus measures 9 x 6 x 4 cm with an attached 6 x 0.5 x 0.5 cm right fallopian tube and 6 x 0.5 x 0.5 cm left .fallopian tube. The uterus is bisected revealing an unremarkable endometrial cavity and cervix. The endometrium is uniform and approximately 0.2 cm in thickness. The fallopian tubes are grossly unremarkable. Cassette 1 - anterior cervix cassette 2 - anterior endometrium cassette 3 - posterior cervix cassette 4 - posterior endometrium cassette 5 ¿ right fallopian tube cassette 6 - left fallopian tube. Most recent follow-up information incorporated above includes: on 1-feb-2018: follow up from pfs & mr-events-constant unless standing migraines, migration of essure device pelvis, nausea, floaters, extreme bloating, cramping, did not undergo an essure confirmation test", reporter, lot number, historical condition added from pfs. Lab data, historical condition, concomittant condition added from medical record. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device pelvis") and pelvic pain ("chronic pelvic pain / pain / constant severe pelvic pain") in a (B)(6) year-old female patient who had essure (batch no. A96185) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's past medical history included multigravida, parity 4 ((B)(6) 2007, (B)(6) 2009 , (B)(6) 2010 , (B)(6) 2013), gestational diabetes, preterm labor, miscarriage, dysthymic disorder, migraine, uterine dilation and curettage and endometriosis. Concurrent conditions included overweight, allergic reaction to antibiotics, allergic reaction to antibiotics and penicillin allergy. Concomitant products included oral contraceptive nos since 2013. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced headache ("headaches"), dysmenorrhoea ("painful menstrual cycles / dysmenorrhea (cramping)"), migraine ("constant unless standing migraines"), nausea ("nausea") and abdominal distension ("extreme bloating"). In 2015, the patient experienced vitreous floaters ("floaters"). In (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain lower. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain / constant severe back pain") and fatigue ("fatigue / fatigue"). The patient was treated with surgery (vaginal hysterectomy with bilateral salpingectomy) and surgery (laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, back pain, headache, fatigue, dysmenorrhoea, migraine, nausea and vitreous floaters outcome was unknown and the pelvic pain and abdominal distension had resolved. The reporter considered abdominal distension, back pain, device dislocation, dysmenorrhoea, fatigue, headache, migraine, nausea, pelvic pain and vitreous floaters to be related to essure. The reporter commented: the surgery was much more severe than what would have been required of a tubal ligation. Current weight: (B)(6) lbs. Mr- about 3 coils were protruding from each ostia / diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.6 kg/sqm. (B)(6) 2016: surgical pathology report : gross: the specimen, identified with the patient's name and"uterus and bilateral fallopian tubes", consists of a 110 g uterus with attached bilateral fallopian tubes. The uterus measures 9 x 6 x 4 cm with an attached 6 x 0.5 x 0.5 cm right fallopian tube and 6 x 0.5 x 0.5 cm left .fallopian tube. The uterus is bisected revealing an unremarkable endometrial cavity and cervix. The endometrium is uniform and approximately 0.2 cm in thickness. The fallopian tubes are grossly unremarkable. Cassette 1 - anterior cervix cassette 2 - anterior endometrium cassette 3 - posterior cervix cassette 4 - posterior endometrium cassette 5 ¿ right fallopian tube cassette 6 - left fallopian tube. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 27-feb-2018: quality safety evaluation of product technical complaint incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.